Event description:
While it was attempted to cross the calcified lesion in the lad, resistance was felt and the orsiro stent dislodged from the delivery balloon.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The delivery system was returned with the stent still crimped on the balloon between the two x-ray markers at its appropriate position. The technical investigation of the returned device showed that the stent is deformed at its proximal end. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped at the time of delivery. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be determined.